Event description:
It was reported balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The 3.0mm x 40mm x 135cm sterling balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The device was completely removed from the patient by withdrawing the whole unit together. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).